Event description:
It was reported that when using the bd pyxis¿ es server, customer requested update or reset pyxis and anesthesia pyxis clocks to reflect the current time. Station showing 11:57am when epic, kbma and my watch is showing 11:59, where nurse not able to scan or document the administration. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the time was off by 2 minutes and requested to reset the clock time. A technical support specialist dialed in to station, corrected the time on the station, and applied knowledge article titled device time is incorrect and the customer verified that the time was correct. The system functioned as intended after the technical support specialist troubleshot the issue.